Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4) - no consequences or impact to patient; mechanical jam. Evaluation method: device work order search. Results: a device work order search was performed and no similar complaint was found. Conclusions - (no conclusion can be drawn): based on the complaint history and device work order search, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Method: device history record review. Results: device history record review: based on the investigation performed, nothing in the manufacturing was found to be the root cause of this complaint. Conclusion: conclusion not yet available. Investigation is in progress. A current investigation involving malfunctions on pre-loaded injectors is ongoing. (B)(4).

Event description:
The reporter indicated the surgeon attempted to use a ks-a3i aq310ai 24.5d preloaded injector. During setting, when pushing down the top flange, the plunger was harder to push than usual. The lens rotated in the injector. No patient contact. Cause of incident is unknown.